Manufacturer narrative:
Full investigation has been performed with the investigation of broken tooth whereby the design and manufacturing information was reviewed. Based on the investigation result it has been alleged that this is attributed to the failure to follow the instructions for use. The instructions for use states: "before using the mouthpiece, check the condition of the patient's teeth. In case of any irregularity, take additional care to prevent any further trauma." This is considered as a the final report and no further information will be submitted unless new information becomes available.

Manufacturer narrative:
Maj-1632 is a single-use endoscope mouthpiece. The instructions for use advise: - when placing the mouthpiece into the patient's mouth, take care to avoid placing fingers between the mouthpiece and the patient's teeth. - before using the mouthpiece, check the condition of the patient's teeth. In case of any irregularity, take additional care to prevent any further trauma. -care should be taken when removing mouthpiece to prevent injury in the oral cavity. Keymed has requested more details about the event.

Event description:
Keymed (medical and industrial equipment) ltd has been made aware of an event in (B)(6) where two tooth tips were broken during bronchoscopy (flexible bronchoscope) while using maj-1632 mouthpiece.